Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received with dry body fluids in the magazine. The device was cleaned and the tested for functionality. The device cycled, fed and formed the remaining staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. No batch record review could be performed as no lot number was provided.

Event description:
It was reported that during an unknown procedure, the device fired malformed staples. A new device was used to complete the procedure. There was no patient impact.